Event description:
When attempting to uncap the venous port the core of the injection cap broke off and remained in the venous port, blocking the port. Patient had core removed in outpatient surgery four days laterdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, use of all similar devices stopped permanently. The device was destroyed/disposed of.